Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. The traces of corrosion found at the electronic assembly per visual inspection. We were unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. The insulin pump was received with minor scratched lcd window, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump alarmed for button error. The customer's blood glucose level at the time of incident was 139mg/dl. The customer's levels had been as high as 514mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.